Manufacturer narrative:
(B)(4). This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead perforated the rv apex. This lead started malfunctioning the next day of the implant date as it showed high capture thresholds measurements and failure to capture. This perforation was confirmed using x-rays and the lead was then surgically explanted and replaced. It is not expected that this lead returns for analysis. No additional adverse patient effects were reported.